Manufacturer narrative:
See incident description (b5) for device evaluation.

Event description:
On march 6, 2024, the reporter contacted lifescan (lfs), alleging that the battery consumes quickly in the subject meter. There was no indication that the product caused or contributed to an adverse event. On may 27, 2024, the returned meter was investigated by the r&d engineering team concluding a malfunction with the cause traced to component failure. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.